Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with cracked case at the display lcd window.

Event description:
It was reported via phone call that the insulin pump is not dispensing insulin, changed tubing twice and ended up in the emergency room with high blood glucose. Customer's blood glucose was over 230mg/dl. Customer had nausea and felt dizzy. Customer was in emergency room as a result of high blood glucose. Customer stated the drive support cap was flush. Customer reports damage to the drive support cap. Advised customer the insulin pump will need to be replaced and revert to back up plan.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.